Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. Customer's blood glucose (bg) level was 130 mg/dl. Reportedly the customer was able to resume insulin delivery successfully, after changing all supplies. The customer "believes" that the site might have been the cause of the occlusion. Tandem technical support was unable to perform a system check to determine the cause of the occlusion, as the occlusion alarm had occurred in the past, and the customer has since changed supplies.